Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including defib cycling and discharging with a depleted battery without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the log showed on the first attempt it would fail, and subsequent attempts would be successful. At the end of the case the device provides a low battery prompt. The low battery at the end of the case suggests the battery is likely at fault due to many possibilities (defective, old, out of calibration, not maintained properly, etc.). It is noteworthy to mention, it is recommended to increase your calibration cycles as the device ages. Zoll's recommendation is to recondition once per year for the first three years, then quarterly going forward. The battery used during the event was not returned for evaluation; however, a zoll representative went on-site and identified the battery used during the event. As suspected, the battery was confirmed to be depleted and out of calibration. The battery was replaced since it was 8 years of age. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging" error message. Complainant indicated that the patient subsequently expired.